Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer changed the flow sensor and diaphragm went to the error log and tried calibrating the exhalation diff pressure and it failed at zero. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has xdcr/transducer fault alarm. The reporter confirmed that there is no patient involvement associated on this event.